Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinal over a length of about 25 mm. Microscopic inspection of the balloon showed several deep scratches in close vicinity of the tear. It seems likely that the tear in the balloon was caused by a hard, sharpened object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause is most likely related to the patients anatomy.

Event description:
A passeo-18 balloon catheter was chosen to dilate a calcified lesion (90 percent stenosis degree) in a mildly tortuous proximal ata. During inflation a leakage of the contrast medium was noticed and the balloon was confirmed to be broken.